Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/30/2025 the user reported receiving an unable to proceed alert while filling the tubing during a supply change. Troubleshooting and supply replacement were completed on 08/31/2025. Follow-up on 09/03/2025 and 09/04/2025 confirmed the pump was functioning, correct supplies were received, and blood glucose was not affected.